Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The rx xience v 3.0x15mm and rx xience v3.5x28mm mentioned are being filed under separate manufacturer report numbers. Concomitant products: stent: xience v 3.5x28mm, 3.0x15mm, 3.0x28mm; xience prime 3.0x38mm. There was no reported device malfunction and the product was not returned. The reported patient effects of angina, atrial fibrillation, and restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was received: the patient was hospitalized for the congestive heart failure (chf) occurring on (B)(6) 2014 and a chest computed tomography (CT) was performed. Both the chf and atrial fibrillation have now been deemed not related to the device and not related to the procedure. There was no additional information provided.

Event description:
It was reported that on (B)(6) 2012, a 3.5x28mm, 3.0x15mm, and a 2.75x28mm xience v stents were successfully implanted in the proximal left anterior descending (lad) to the left main (lm), and the proximal and the distal left circumflex (cx) coronary arteries, respectively. On (B)(6) 2012, a 3.0x28mm xience v stent was successfully implanted in the proximal right coronary artery (rca) and a 3.0x38mm xience prime stent was successfully implanted in the mid rca. The patient was discharged home the following day. On (B)(6) 2014 the patient started experiencing angina. The patient was hospitalized and medication was administered. An echocardiogram was performed, and in-stent re-stenosis was observed in the lad and cx. There was no re-stenosis in the rca. On (B)(6) 2014, the patient went for a coronary artery bypass surgery of the lad, the obtuse marginal and the diagonal coronary arteries. The patient also experienced atrial fibrillation and medication was administered as treatment during this hospitalization that resolved without sequela. On (B)(6) 2014, the chest pain resolved without sequela. On (B)(6) 2014, the patient was noted to have congestive heart failure (chf). An echocardiogram was performed and medication was given. There was no reported hospitalization and the chf resolved without sequela on (B)(6) 2014. There was no additional information provided.